Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that short interval counts were noted. The company's technical services consultant suggested it is likely due to intermittent premature ventricular contractions (pvcs) being oversensed. The lead remains in use. No patient complications were reported as a result of this event.

Event description:
It was reported that short interval counts were noted. The company's technical services consultant suggested it is likely due to intermittent premature ventricular contractions (pvc) being oversensed. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The lifetime ventricular sensing integrity counter is 1647. A high value of this count can indicate a possible intermittency in the system.